Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 33 mmol/l. The customer¿s other blood glucose level was 21 mmol/l. The customer was treated with insulin pump for high blood glucose values. The customer did not allege that the insulin pump was under delivering insulin. The customer declined the troubleshooting for high blood glucose values. The device will not return for analysis.